Event description:
Affiliate reported that after a few weeks of receiving the valve, the pt experienced headaches. Upon removal of the device, it was noticed that little csf flowed through the distal end of the catheter and csf flowed very fast through the ventricular catheter.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.